Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high, out-of-range shock lead impedance measurement was noted on this cardiac resynchronization therapy defibrillator (crt-d). The patient had also called to report that her device was emitting beeping tones. Boston scientific technical services (ts) suggested lead testing to troubleshoot issue. Lead testing was performed and the field representative reported that the impedance issue was resolved at this time. No adverse patient effects were reported. This device remains in service.